Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. However, this event does still meet the reporting requirements stipulated in 21 cfr 803 for device malfunction. Note that the codes in h6 have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# va0tqwf implanted: (B)(6) 2015. Product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 10-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they have been having some problems with developing several uti's lately so they saw the urology nurse practitioner (np) at the clinic today. Patient said np told them to bring in external devices to see if they could help them use it to its best efforts. Patient said when np attempted to connect to ins at appt, they kept seeing 'no device found' message. Patient said they were told to call  as well as notify the former managing hcp at cleveland clinic that the leads to their device show "suspect impedance." Patient confirmed this was the second time they had been to this urology clinic and that they were familiar with managing the interstim systems. When asked for the name of the current managing hcp that worked alongside the np, patient was interrupted by their husband who needed their assistance. Patient said they would have to call back later. For this purpose, agent was unable to collect all necessary sr information.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They called back and repeated the same information previously noted regarding not being able to connect to their implantable neurostimulator (ins) and "suspect impedance". The patient stated they were briefly able to connect to their ins today and increased stimulation. The patient wanted assistance with connecting to their ins to make sure they were doing it correctly before they spoke with their healthcare provider (hcp). While attempting to connect on the call, the patient kept seeing a "no device found" message on their handset. The patient was redirected to their hcp to further address the issue.

Manufacturer narrative:
Continuation of d10: product ID: 3889-28, lot# va0tqwf, implanted: (B)(6) 2015, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the cause of the issue was unknown. They stated that the healthcare provider thought that they might have a loose lead. On (B)(6) 2025 a nurse practitioner wrote "suspected impedance." They noted that the device connected on (B)(6) 2025 but did not connect on (B)(6). When asked what steps were taken to resolve the issue, they stated that they went to hospital on (B)(6) 2025 and the device would not connect. They then called the manufacturer and had a visual conversation with someone who told them to contact someone else. It was unknown is the bladder infections were caused but the device or therapy. They noted their device was intended to treat non-obstructive urinary retention, urge incontinence, and urgency frequency. They had bladder infections prior to the implant. It was unknown if the bladder infections were related to their underlying condition. The bladder infection had been resolved. They stated the issue was treated with antibiotics on (B)(6) 2024. When asked about the steps taken to resolve the issue, they stated that they were going to "meet" with a doctor on (B)(6) 2025 as it was thought that they had a loose lead. They also noted that they started to have severe pain on their right side on (B)(6) 2025, so they turned off their device on (B)(6) 2025. The pain decreased and their side did not hurt.